Manufacturer narrative:
Batch review performed on 10 december 2018. Lot 181879: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the surgeon revised the patient knee for an infection. Tibial insert was swapped. The surgery was completed successfully.